Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/31/2024, it was reported by a sales representative via phone that an ar-8978-cp drill bit broke off in the bone, the fragment was unable to be removed. This occurred during use in a case with no patient effect. No delay in case.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged 3.4mm cannulated drill bit that is a component of an ar-1788j-cp internalbrace¿ implant system, ligament augmentation repair, biocomposite, with jumpstart® dressing lot number: 15217393 was received for investigation. Visual evaluation noted that the tip of the device was broken and a fragment was missing. Dimensional testing was performed using a caliper ID: 1003729. The length of the device was measured and found to be 4.410, indicating that the missing fragment is around .09, as the length dimension specified in drawing c16909 rev 6 is 4.500. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging the device during use.